Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6) 2004, the reporter contacted lfs alleging that the pt's one touch ultra meter was reading inaccurately high. The pt obtained a result of 160 mg/dl on the reported meter 2 or 3 wks ago, while experiencing no symptoms of high or low blood glucose. Thinking that her blood glucose level had increased, the pt contacted her medical professional for advice. At a physician's appt, 7 or 8 days ago, her diabetes medication was increased from 1 metformin and 1 glycoside each day to 2 metformin and 2 glycoside each day. The customer service rep discovered that the reported meter was set to mg/dl instead of mmol/l. There was no indication that the pt changed the unit of measurement. The csr walked the report through checking the blood glucose results in the reported meter memory and identified results of 7 mmol/l, 8 mmol/l, and 6 mmol/l. The csr was not able to walk the reporter through conducting a control solution test, as the reporter was unable/unwilling to confirm when the control solution was opened. The csr also advised the reporter to contact the pt's physician to report the incorrect unit of measurement on the reported meter and to seek advice on the appropriate medication dosage. There was no info indicating that the pt experienced injury. Based on the info supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.